Event description:
It was reported that the patient experienced episodes of low blood glucose after announcing meals while using the ilet bionic pancreas; her healthcare provider adjusted the glucose target higher, and the patient stopped announcing meals, but the lows persisted, with current cgm data showing 74.8% in range, 1.0% low, and 0.3% very low, and a post-meal glucose of 208 mg/dl. Symptoms included low and very low glucose events. Outcomes included the need for oral carbohydrate treatment. Investigation included troubleshooting and user education completed by support personnel. Investigation of this case revealed the cause of hypoglycemia remained unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.